Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported a patient with thin flaps in both eyes after flap creation. The doctor observed the side cut was difficult to open as well as the depth of the flap appeared too shallow in the epithelium. The surgeon decided not to lift the flap. Additional cases were cancelled for the day. The clinical application specialist (cas) stated unable to determine depth of cut because the doctor could not enter through the side cut. It was programmed at 130 microns and confirmed on the printout. The flap thickness that was actually cut was not able to be determined since flap could not be lifted. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Additional information provided: the root cause of the reported event can be attributed to surgical parameters drifting outside of specification. The manufacturer internal reference number is: (B)(4).